Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with shortness of breath. While receiving treatment, the patient had a syncopal episode. A computerized tomography (CT) scan of the patient's chest, and an echocardiogram both revealed a pericardial effusion and tamponade. The right ventricular (rv) lead had perforated the patient's ventricle. The patient was taken to the catheter lab for a pericardiocentesis procedure; the rv lead was later explanted and replaced. No further patient complications have been reported as a result of this event.